Manufacturer narrative:
B3 should be (B)(6) 2021, not (B)(6) 2021.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2021 (410 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification.

Event description:
We were informed by the clinic that a patient that was implanted in the lvad configuration had an adverse event on (B)(6) 2021. The clinic reported that the patient developed hemolysis. Additionally, the clinic reported a squeaking valve. It was reported that the patient became jaundice as the bilirubin levels increased. It was also reported that the hemoglobin was 8. The blood pump was used for more than 400 days against our recommendation.